Event description:
It was reported that a potential transient ischemic attack occurred. On (B)(6) 2020, the patient underwent a watchman left atrial appendage (laa) closure procedure and a 27mm watchman laa closure device was implanted. Procedure was successfully completed without complication and the patient was discharged home. The following day, the patient developed transient weakness in the legs that lasted approximately four hours for which he presented to the emergency department (ed). Upon arrival to the ed, symptoms spontaneously resolved. The patient underwent a computed tomography scan, a transesophageal echocardiogram, and a transthoracic echocardiogram. These tests did not reveal any sign of stroke or thrombus. No change in the seal of the device was noted. No interventions were performed and patient did not sustain any residual neurological effects. The patient will remain on pradaxa and return for a follow up at a future date.